Event description:
Received letter of potential notice of claim from dealer insured. It alleges consumer was using scooter in (B)(6) when it allegedly tipped causing injury.

Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.